Event description:
Pt underwent end of svc generator replacement. Analysis on the returned generator confirmed the end of life based on battery voltage measuring 1.388v (depleted). During testing, transistor q9 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. The leakage current could potentially be a contributing factor to the depleted condition. At this time, it is unk if the generator had reached end of life prematurely. The generator was implanted for 4.14 yrs. Attempts to obtain programming history from treating physician has been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is indicated but did not cause or contribute to a death or serious injury.